Event description:
During a pta / stenting treatment procedure, the underployed express biliary ld stent fell off the balloon in the pt's external iliac artery during advancement. The ptwas asymptomatic during this event. The lesion being treated was calicified, 75% stenotic lesion in a tortuous right external iliac artery. The physician used a 6fr introducer sheath for vascular access, and a .035 bentson guide wire to cross the lesion. A snare was used to successfully retrive the express biliary stent. Another stent of the same type was used to successfully completed the procedure. No pt injuries or complications were reported.